Event description:
It was reported that the insulin pump consistently alarmed lost sensor. The sensor and the transmitter were not communicating with the insulin pump. The customer's blood glucose was 153 mg/dl. The customer stated that throughout the day there was no alert to measure the blood glucose. The customer re-linked the sensor several times and even tried reconnecting. In the history of the device there was a check set alert. The customer stated that radio frequency communication was never established with the current sensor. There was no damage to the connection bridge or the pins. The customer reported that the sensor was a little bit leaning and a bit curved. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.